Event description:
It was reported that the catheter lost connection between the brown connector and the distal line extension of the 16ga during administration of medication. After identification of the flaw, the line was cut by the intensivist on duty with the target of reintroducing a new catheter in the same insertion site, with the over the spring wire guide (swg) exchange due to impossibility of other access. The site is unk at this time. There are no reported pt injury or complications. Additional info received on (B)(4) 2010 from the distributor stated that yes, the intensivist cut the catheter and attempted to change the catheter via a swg. The second catheter placement was successful. There was no harm to the pt. Yes, the distal lumen disconnected from the connector. The insertion site was left subclavian.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.